Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient with a rechargeable device who was unable to connect to her device with the communicator. Trouble with battery positioning tilting, prolonged charging of up to 3.5 hours of internal battery.  A power on reset (por) was reported. The patient was seeing surgeon for consideration of battery reposition.